Manufacturer narrative:
Product ID 97755,serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient clarified that the paddle got hot and was unable to touch the skin but was not put to the skin.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4), date of event: event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (rtm) got hot and burned them while trying to charge the ins. No further complications were reported or anticipated. No additional information was received from the patient when they were called.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.